Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown reason. Following the explant, the outer coating of the ra lead was observed to be twisted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of insulation twisted was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection revealed the outer insulation to be twisted throughout the lead body. X-ray examination revealed an over-torqued inner coil at the connector region, which is consistent with procedural damage. All damage noted on the returned lead is consistent with occurring at the time of procedure.